Manufacturer narrative:
(B)(4). The ventilator was investigated on site by our fse (field service engineer). The puc (pre-use check) and simulated use test passed without deviations, no fault was found. No parts were replaced. The device logs were downloaded and sent for evaluation. Additional information received from the clinical staff present at the time of the event stated that the average minute volume decreased from about 6.5 liters to about 4 liters at the time of the event. The patient was disconnected from the ventilator, manual ventilated, suctioned (there was no sputum) and reconnected to the same ventilator again. Ventilation continued without any deviations but as a precaution measure the ventilator after 40 minutes was changed. Evaluation of the received device logs can confirm the described event. There was no increase in alarm frequency or parameter settings changes at the time for the event that can explain the reported event. The logs also confirm that after the patient was reconnected to the ventilator no more alarms were generated. The puc and patient circuit leakage test before event and puc after event passed without deviations. There is no technical error alarm in the logs. Our conclusion based on that the ventilator functioned normally after the event, test by our fse passed without deviation and that there is no indication of a technical failure in the device logs is that there was no fault with the ventilator that led to the reported event. The cause of the reported event cannot be determined.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it alarmed for low minute volume. Upon entry to attend to the alarm, the hospital staff noticed that the patient¿s saturation was 88% and the patient had tachycardia. The ventilator was disconnected from the patient and the patient was manually ventilated. The final patient outcome was no injury. (B)(4).